Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, the screws and guide wire showed evidence of fracture. However, a conclusive root cause of the event could not be determined. There are warnings in the package insert that state that this type of event can occur: under warnings, number 4 states, "correct handling of implants is extremely important. Do not modify implants. Do not notch or bend implants. Intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws. Notches or scratches put in the implant during the course of surgery may contribute to breakage."

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that during a 2nd metatarsal dip joint arthroplasty and a proximal interphalangeal joint fusion procedure, a screw was inserted, began to torque and became stuck on the guide wire. The screw was removed and another screw was used in the same drill site. The second screw fractured and had to be removed. As a result of the event, there was a delay in procedure of thirty-five (35) minutes. The patient did not retain any foreign pieces and the procedure was completed with a hammerlock toe implant.

Manufacturer narrative:
This follow-up report is being filed to relay additional information. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-00685 / 01912).

Event description:
It was reported that during a 2nd metatarsal dip joint arthroplasty and a proximal interphalangeal joint fusion procedure, a screw was inserted, began to torque and became stuck on the guide wire. The screw was removed and another screw was used in the same drill site. This event contributed to a thirty-five (35) minute delay in procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent a 2nd metatarsal dip joint arthroplasty and a proximal interphalangeal joint fusion procedure on , (B)(6) 2016. During the procedure, the screw was inserted and began to torque. The screw was removed and another screw was used in the same drill site. The second screw fractured and had to be removed. As a result of the event, there was a delay in procedure of thirty-five (35) minutes. The patient did not retain any foreign pieces and the procedure was completed with a hammerlock toe implant.